Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also received an unexpected restart alarm. Customer's blood glucose was unknown. Customer was not able to clear alarms due to buttons not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. No alarm or audio/beep anomaly noted during testing. The insulin pump passed error test and self-test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.